Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.